Event description:
It was reported that the electrosurgical knife was damaged during the endoscopic procedure. The ceramic distal end detached/broke and it was not possible to retrieve, not even visualize it. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The device failed during the middle of the therapeutic procedure. The patient was under general anesthesia and there was a delay while replacing the device. The intended procedure was completed with a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: b5, d8, e3, h3, h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.